Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that a patient underwent an elbow arthroplasty on an unknown date. Subsequently, the patient was revised on an unknown date due to loosening of the ulnar bearing. No further information has been provided to date.